Event description:
Generator analysis was completed and approved. During the bench interrogation, the pulse disabled and eos warnings were set. Lead analysis was completed and approved. The abraded openings found on the outer silicone tubing most likely provided the leakage path for the dried remnants of what appeared to have once been body fluids inside the outer silicone tubing. What appeared to be white deposits were observed in various locations. With the exception of the abraded openings on the outer silicone tubing, the condition of the returned lead portion is consistent with those that typically exist following an explant procedure. The setscrew marks found on the lead connector pin provide evidence that a good mechanical and electrical connection was present. Continuity checks of the returned lead portions were performed, during the visual analysis, and no discontinuities were identified. No anomalies were reported aside from the abraded openings on the outer silicone tubing. Note that since a large portion of the lead assembly including the electrode array section was not returned for analysis, an evaluation and resulting commentary cannot be made on that portion of the lead.

Event description:
The generator and lead were received for analysis. Product analysis is underway but has not been completed and approved to date.

Event description:
It was reported that the patient¿s vns was interrogated and showed that the generator was at end of service and had high lead impedance. Additional information received from clinic notes was received indicating that the patient had clusters of seizures back to back and was in status epilepticus that led to a trip to the ER. The physician attributes the seizures to the vns battery dying however the device malfunction cannot be ruled out. The patient underwent a full replacement and the explanted devices have not been received for analysis to date. No additional relevant information has been received to date.